Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported foot separation. The surgical intervention appears to be related to circumstances of the procedure. Factors that may contribute to foot separation include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Manufacturer narrative:
B3: date of procedure is estimate as (B)(6) 2024 . Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel puncture closure using a prostyle device after a tavr. The foot came loose [separated] and sutured to wall of artery. Surgical intervention was required [to remove the foot and achieve hemostasis]. No additional information provided.